Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the issue with image storage. Review of log files showed that ippc was malfunctioning. The engineer formatted the disk twice, but the issue reoccurred. Then, the engineer replaced the hard drive and reinstalled the software. After replacing the hard drive and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that during a procedure fluoroscopy stopped working. Restarting was attempted unsuccessfully. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced imaging disk. The device was returned to expected functionality.